Event description:
We got some non-rebreathers that are brownish colored and not clear like some of the other stock we have. Manufacturer response for non-rebreathers, non-rebreathers (per site reporter) teleflex responded that this is one of the respiratory products that was sold to medline. [Redacted name] re-sent inquiry sent to medline.